Manufacturer narrative:
Other- dysphagia. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿interface fixation using absorbable screws versus plate fixation in anterior cervical corpectomy and fusion for two-level cervical spondylotic myelopathy¿ to compare the clinical and radiographic outcomes between interface fixation using absorbable screws and plate fixation in anterior cervical corpectomy and fusion (accf) to evaluate the effectiveness of these 2 fixations methods for the treatment of 2-level cervical spondylotic myelopathy (csm). The series of 108 patients (56 males and 52 females, mean age 56.1±9.5 years) underwent interface fixation using absorbable screws (group a), and 112 patients (62 males and 50 females, mean age 55.4±10.2 years) received plate fixation (group b). Then, a postoperative x-ray was taken to check the position of the bone graft and conditions of the fixation. Follow-up was conducted in our outpatient department at 3 months, 6 months, 12 months, 18 months, and 24 months after the operation, and every year thereafter. In the perioperative period, there were no complications such as dura rupture, cerebral fluid leakage, bone graft migration, hematoma, or other hardware related complications in either group. 16 patients in group b reported dysphagia after the operation and 15 of them has been recovered 3 months, post-op. One patient in group b could not recover by himself and requested and undergone removal of the plate after being treated with conservative treatment for 18 months. There was suspected screw loosening/back out which has been used to lock the plate.